Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a total laparoscopic vaginal hysterectomy procedure, the doctor was using the device for colpotomy during procedure. Blade broke off into the patients abdominal cavity. Broken blade was found. Case completed with another device of the same product code. There were no patient consequences reported; but case was delayed significantly looking for broken blade in patient.